Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08p13-34 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module for multiple patients. The following data were provided: lab reference range: female is <16 ng/l, male is <34 ng/l lot#80170ud00 on instrument serial number (B)(6): (B)(6) 2026, sid (B)(6), (male) initial result 29.26 ng/l, repeat result = 37.59 ng/l (B)(6) 2026, sid (B)(6), (female) initial result 14.86 ng/l, repeat result = 16.88 ng/l (B)(6) 2026, sid (B)(6), (male) initial result 47.58 ng/l, repeat result = 29.6 ng/l (B)(6) 2026, sid (B)(6), (female) initial result 11.42 ng/l, repeat result = 16.74 ng/l (B)(6) 2026, sid (B)(6), (female) initial result 16.9 ng/l, repeat result = 15.21 ng/l (B)(6) 2026, sid (B)(6), (male) initial result 35.21 ng/l, repeat result = 29.02 ng/l no impact to patient management was reported.